Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states; adverse events that may occur and / or require intervention include but are not limited to: endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024 this patient underwent endovascular treatment for a zone 9 abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2024, the patient underwent imaging which determined a possible endoleak. On (B)(6) 2024, images were provided to gore imaging services for evaluation of a possible endoleak. The results of the imaging evaluation determined the following: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2024. Contrast outside the implanted devices can be visualized ~4cm distal to the left renal artery. There appears to be contrast outside the contralateral leg that extends into the lci at a highly angulated vessel origin. This contrast communicates with contrast pooling in the aneurysm sac. O cannot identify a device disconnection/separation. O cannot identify a type ii endoleak. O possible type iii, hole in the graft, at the level of the angulated lci origin (plc161200/(B)(6)). O endoleak confirmed, of unknown origin with available imaging. On (B)(6) 2024, it was reported that the physician plans to bring the patient in for an angiogram and possible re-intervention.